Event description:
The information for this case was collected in the post-approval study (treatment of drug-resistant adult and pediatric primary focal segmental glomerulosclerosis using the liposorber? La-15 system). Site reported the patient had the saes on (B)(6) 2023 after the last treatment given on (B)(6), 2022, which was learned during the 12months followup visit on (B)(6) 2023. Site reported patient had sepsis, colstridium difficile, e. Coli, urinary tract infection. Patient was hospitalized from (B)(6)2023 and given cefuroxime, vancomycin, ceftriaxone. The event occurred over ten months after the last liposorber treatment. The sae was determined by the physician to be unrelated to liposorber treatment.

Manufacturer narrative:
The device history records (DHR) of the device concerned was reviewed. The production lot, to which the device concerned belongs, passed all in-process inspections test. No nonconformity or abnormality in the manufacturing processes of the device concerned was found. The actual device was not returned and could not be investigated. The treatment with our product was performed and completed without problems and without product failure. The sae of reported patient's health condition was found during 12 months follow up, which occurred over ten months after the last liposorber treatment. Also, we received a comment from the doctor in charge that there was no causal relationship between the adverse event and our product. As a result of the above, we think that the adverse event was caused by the patient's condition and that there is no causal relationship between the adverse event and our product. Reason for submission: we performed a detailed investigation of the patient's medical history and hospital treatment process and collected sufficient additional information to confirm that there was no device failure, no problem with the DHR, and that a causal relationship was ruled out as a physician's comment in charge. As the manufacturer, we had determined on (B)(6) 2023, in accordance with our procedures, that there was no causal relationship with our product and that the MDR was not applicable. However, at the FDA audit received on (B)(6) 2025, the auditor in charge advised us to submit an MDR with the statement "as a manufacturer, we have determined that there is no causal relationship" and we are submitting this MDR.